Event description:
It was reported that, during reprocessing, the colonovideoscope initially tested positive for less than 2 colony forming units (cfus) of staphylococcus aerues, enterococchi/strepto alfa, pseudomonas aeruginosa, and enterobatteriacee in the biopsy channel, water jet, and air/water channel. The suction channel tested positive for 120 cfus of staphylococcus aerus, enterococchi/strepto alfa, pseudomonas aeruginosa, and enterobatteriacee. The scope was tested again and the biopsy channel was positive for 100 cfus of staphylococcus aerues, enterococchi/strepto alfa, pseudomonas aeruginosa, and enterobatteriacee. The suction channel, water jet, and the air/water channel was tested positive for less than 2 cfus of staphylococcus aerus, enterococchi/strepto alfa, pseudomonas aeruginosa, and enterobatteriacee. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event.